Event description:
Customer reports lancet broke off in his finger and was still in his finger while using the multiclix lancet. Customer has taken no actions. Customer has received no treatment so far. A request was made for return of the suspect product and a replacement was sent.